Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4066999. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked past he blood control. The following information was provided by the initial reporter: the catheter blood control did not work as expected. When the needle was discarded the blood started coming out of the catheter describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None.